Event description:
A customer reported via phone call indicating that their insulin pump alarmed threshold suspend. The patient's blood glucose level was 5.2 mmol/l at the time of the call. The customer stated that they corrected their blood glucose already and just want the insulin pump to stop alarming in suspend mode. The customer stated that they wasted a sensor because it fell at the gym and got sticky. The customer was sent a new sensor as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.